Event description:
It was reported that at the patient¿s scheduled clinic visit the patient stated that they had been defibrillated twice during a recreational game of basketball two weeks prior. The patient stated that while they were playing basketball, they began to feel their heart racing and began feeling hot. Patient then stated that they felt the defibrillator shock twice. The warm sensation continued until he stopped playing basketball and bystanders began to place a few cool towels on patient. No syncope, nor pre-syncopal symptoms reported. Patient had no symptoms after this one event. A comprehensive device check/interrogation was done at the clinic. An alert was triggered for the device reaching recommended replacement time (rrt) last month. After consulting with several colleagues including the local sales representative it was found that the implantable cardioverter defibrillator (ICD) identified svt (supra ventricular tachycardia) with aberrancy as vt/vf (ventricular tachycardia/ventricular fibrillation) and inappropriately treated as such. It was noted that the patient had received 118 inappropriate shocks and the ICD was now at elective replacement indicator (eri). Additionally, it was noted that the patient is noncompliant with medications and reported to have stopped taking prescribed beta blockers and other cardiac medications over a week prior to this incident. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory showed, the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated, unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.